Event description:
It was reported that the patient experienced electrical fault alarms seven (7) days after having the ventricular assist device (vad) implanted. The cause of the electrical fault alarms was suspected to be due to contamination of the driveline cable connector. Preliminary analysis of the controller log files confirmed electrical faults. The manufacturers field engineer responded to the facility to perform a driveline cable cleaning procedure and controller exchange. The patient was prepared for the cleaning procedure by being given a bolus of 5000 units of heparin. The patient's heart rate and blood pressure was monitored throughout the cleaning procedure and the treating physician was present. It was necessary to stop the pump twice for approximately one (1) minutes each time to perform the cleaning. After the first round of cleaning there was a sudden pump stop which resolved after the driveline connector was disconnected and then reconnected. The patient tolerated the pump stops and the pump off time well. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The event with complaint, MFR # 3007042319-2015-01214, was captured under MFR # 3007042319-2014-01178. No additional information will be forthcoming.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline was not returned for evaluation as the pump remains implanted. The controller was returned for evaluation. On-site inspection of the driveline connector confirmed contamination; a field service engineer performed a connector cleaning procedure to remove any foreign material. Additionally, log file analysis revealed several electrical fault alarms near the reported event date. Various analyses were conducted and reviewed in order to evaluate the performance of the controller ((B)(4)) in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage. Analysis of the controller revealed that the device met specifications; the device passed visual and functional testing. The confirmed contamination in the driveline, as observed and documented in the field, is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical fault alarms are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault alarms is foreign material contamination within the drive line connector. Clinical processes and subsequent handling of the driveline may have contributed to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2015-01213 and 3007042319-2015-01214) submitted for devices related to the same event.